Event description:
The customer reported that while attempting to gain access to the femoral artery the tip of the wire broke off in the patient after the physician attempted to remove the wire from the needle. The customer stated that the artery was difficult to access. They noticed that the wire was kinked from trying to gain access, but continued to use the device until the tip broke off. The tip was located in the patient's subcutaneous tissue and was easily removed. No harm or injury was reported. The customer reported that this event had occurred once before (approximately one year ago) but had not been reported. No further information could be recalled by the customer. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.